Manufacturer narrative:
Product analysis the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st-6th, 8th-11th and 19th distal stent wraps with struts raised and bunched. Numerous kinks were visible along the hypotube; 3.1cm, 4.2cm, 19.0-19.3cm, 21.8-22.1cm, 23.9cm and 25.3-25.6cm, proximal to the distal tip. Deformation was evident to the distal tip, with tip jagged and uneven. The inner lumen patency was verified. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a moderately tortuous, severely calcified lesion with 95% stenosis in the distal circumflex artery. There was no damage noted to packaging. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It is reported that the device could not pass through the lesion due to calcification. After ptca the same stent was delivered to the lesion, excessive force was used to pass through the lesion and the stent was then noted to be deformed. The procedure was completed using another manufacturers device. No patient injury is reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.